Event description:
It was reported that during a nephrectomy procedure, the device loaded the clips not properly. The clips were not closed as expected and so they were ejected. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how were clips not loaded properly in jaws of device? Clips were loaded properly did clips feed sideways? No. Were any clips malformed? Yes, after the second clip, all the other clips were not formed properly. The analysis results of the er420 device found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining 7 clips were ejected and then, it locked out as intended. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.